Event description:
Customer reported the system displayed an a/d channel 3 failed error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cap module. System operates as intended.